Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement, cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs. No product issue was identified. A review of the advanced log review type for the vessel sealer extend instrument associated with this event has been performed by an intuitive surgical, inc. (Isi). The following additional information was provided: system logs show that the vse instrument was installed and passed homing 1x. Logs show seal events with no errors. Logs show one error neutral electrode (ground pad) current warning. (Insert the connector of the neutral electrode cable into the receptacle as far as it will go. Ensure grounding pad is oriented correctly)¿. Blank MDR fields: the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument audibly indicated that it had gone through the seal cycle, but the seal was incomplete, and bleeding still occurred after the cycle. Intuitive surgical inc. (Isi) contacted the surgeon and obtained the following information. The targeted tissue was the utero-ovarian ligament and vessels, the surgeon addressed the bleeding by sealing with the vse again at the bleeding site a few additional times ensuring the bleeding had stopped, and then discarded due to the incomplete seal. It was noted the vse was not sealing efficiently compared to the surgeons use with the instrument in other procedures, it was suspected the instrument was malfunctioning, or it was not clear if the vessels were just larger and harder to seal on this particular patient. No error messages were noted during the procedure while using the vse instrument. The estimated blood loss for the entire procedure was 75ml. The procedure was completed robotically, the patient is recovering as expected with no complications.